Event description:
It was reported that during normal follow-up, externalized conductors were observed via diagnostic imaging. Electrical function was tested and no anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.